Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. No frozen screen noted. Unable to verify keypad unresponsive/button error alarm and pump error 42 alarm due to critical pump error (open book image) alarm noted.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump failed displacement test. They customer stated that the insulin pump had a frozen display. They reported that there was no response from any button, time clock did not advance, there was no alarm during the time when buttons were not responding and insert battery alarm did not appear on the screen. The insulin pump was re-programmed and the customer mentioned that the clock was advancing. The customer later reported that the insulin pump received an insulin pump error alarm, which was cleared and the insulin pump was rewound but the insulin pump failed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.